Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
(B) (4). Same case as 2134265-2010-02735. It was reported that during a carotid artery stenting procedure, the patient experienced a spasm in the carotid artery. The target lesion was located in the ostium of the left internal carotid artery with 85% stenosis and was 3.0 mm long with a 4.0 mm reference vessel diameter. The physician treated the target lesion with filterwire ez and placement and implanting a carotid wallstent. During the index procedure, the patient had a spasm in the internal carotid artery. The patient was treated with medication and the event was considered resolved without residual effects. Following post-dilatation, residual stenosis was 12%. The patient was discharged the next day.